Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis. Reportedly, the customer ran out of pump supplies and delivered insulin "based on how she felt." Additional information was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.